Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 19-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was failed. A field service engineer replaced the solenoid, controller, and retractor band. Performed testing in the hardware testing application (hta) and the application, confirming the unit was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 2.1 was failed due to short circuit in mini tray and customer was unable to pull medication. However, there were no delays or adverse events or injuries reported based on this event.